Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 808 mg/dl. Customer's blood glucose at time of call was 424 mg/dl. Customer had symptom nausea and feeling very badly. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed no delivery alarm. Customer declined high pressure test.